Manufacturer narrative:
Age/date of birth: symfony optiblue (zxr00v / zxw150): age 65.7 ± 7.7 years. Date of event: (B)(6) 2022 (date of presentation). The device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. (B)(4). Chang, d.h., kao, a.a., huggins, l.k. (2022). Sps-315: presbyopia correcting iols- extended depth of focus/extended range of vision iols, the effect of violet light filtration and manufacturing improvements on the clinical performance of an extended depth of focus iol. Ascrs annual meeting 2022 in washington dc on (B)(6) 2022. Multiple attempts have been made to obtain additional information regarding the events and to obtain suspect products for evaluation; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following presentation was given at the american society of cataract and refractive surgery (ascrs) annual meeting on (B)(6) 2022: presentation title: sps-315: presbyopia correcting iols- extended depth of focus/extended range of vision iols, the effect of violet light filtration and manufacturing improvements on the clinical performance of an extended depth of focus iol . A prospective, single-center, bilateral, subject/evaluator masked clinical trial was done on tecnis symfony intraocular lens (iol) versus tecnis symfony optiblue iol. Up to 60 adults with cataracts were included in the clinical trial with < 1.0 d of predicted postoperative astigmatism with a 6-month follow-up. Key endpoints were patient-reported nighttime dysphotopsia symptoms, 10% and 25% low contrast visual acuity (va) with glare, and patient satisfaction. Other endpoints were va, reading speed, and patient chair time. A single-center, retrospective, consecutive case series was done on tecnis symfony (zxr00 / zxt150) and tecnis symfony optiblue (zxr00v / zxw150) iols. The key endpoints at 1 and 3 months were dysphotopsia complaints and postoperative counseling needed, as well as postoperative counseling regarding posterior capsule opacification (pco), glasses, and laser vision correction (lvc) enhancements. Other endpoints were visual complaints, va, and manifest refraction, as well as secondary interventions of yttrium aluminum garnet capsulotomy (yag cap), lvc, and iol exchange (data from = 9 months after surgery). With tecnis symfony zxr00, patient¿s experienced dysphotpsias, which were improved (but different) from multi-focal iols (mfiol), which was a source of dissatisfaction with patients and surgeons, especially without proper counseling; ¿spiderweb-like¿ starbursts and multiple fine halos. Va: 1 month: symfony (zxr00 / zxt150), n = 59: ucva: 0.03 ± 0.08 (20/22); bcva: -0.02 ± 0.05 (20/19); unva: 0.27 ± 0.14 (20/37). Symfony optiblue (zxr00v / zxw150), n = 63: ucva: 0.05 ± 0.10 (20/22); bcva: -0.01 ± 0.07 (20/19); unva: 0.27 ± 0.13 (20/38). No difference in va, even with more post-lvc eyes in symfony optiblue group. 3-month data shows similar values and significance. Manifest refraction: 1 month: symfony (zxr00 / zxt150), n = 54: mrse: 0.07 ± 0.35; mr sphere: 0.24 ± 0.38 d; mr cylinder: -0.34 ± 0.38 d. Symfony optiblue (zxr00v / zxw150), n = 63: mrse: -0.02 ± 0.40 d; mr sphere: 0 0.16 ± 0.36 d; mr cylinder: -0.34 ± 0.32 d. No difference in mrx, even with more post-lvc eyes in symfony optiblue group. 3-month data shows similar values and significance. Chief complaint: 1 month: symfony (zxr00 / zxt150), n = 59: distance va: 16.9%, 10 of 59; near va: 23.7%, 14 of 59; dysphotopsias: 20.3%, 12 of 59. Symfony optiblue (zxr00v / zxw150), n = 63: distance va: 20.6%, 13 of 63; near va: 22.2%, 14 of 63 dysphotopsias: 11.1%, 7 of 63. 45% reduction in dysphotopsia complaints. Chief complaint: 3 month: symfony (zxr00 / zxt150), n = 28: distance va: 17.9%, 5 of 28; near va: 42.9%, 12 of 28; dysphotopsias: 25.0%, 7 of 28. Symfony optiblue (zxr00v / zxw150), n = 37: distance va: 21.6%, 8 of 37; near va: 24.3%, 9 of 37; dysphotopsias: 18.9%, 7 of 37. 24% reduction in dysphotopsia complaints. Post-op counseling: 1 month: symfony (zxr00 / zxt150), n = 59: dysphotopsias: 28.8%, 17 of 59; pco: 10.2%, 6 of 59; glasses rx: 20.7%, 12 of 58; lvc: 13.8%, 8 of 58. Symfony optiblue (zxr00v / zxw150), n = 63: dysphotopsias: 12.7%, 8 of 63; pco: 4.8%, 3 of 63; glasses rx: 14.3%, 9 of 63; lvc: 7.9%, 5 of 63. *56% reduction in postoperative dysphotopsia counseling. Trend toward less postoperative counseling needed overall. Post-op counseling: 3 month: symfony (zxr00 / zxt150), n = 28: dysphotopsias: 28.6%, 8 of 28; pco: 28.6%, 8 of 28; glasses rx: 42.9%, 12 of 28; lvc: 35.7%, 10 of 28. Symfony optiblue (zxr00v / zxw150), n = 37: dysphotopsias: 8.1%, 3 of 37; pco: 16.2%, 6 of 37; glasses rx: 35.1%, 13 of 37; lvc: 24.3%, 9 of 37. 72% reduction in postoperative dysphotopsia counseling and significantly less postoperative counseling needed overall. Secondary interventions and visits: symfony (zxr00 / zxt150), n = 60: yag cap: 8.3%, 5 of 60; lvc: 5.0%, 3 of 60; iol exchange: 1.7%, 1 of 60; monofocal in 2nd eye: 1.7%, 1 of 60; # of visits: 2.1 ± 1.7. Symfony optiblue (zxr00v / zxw150), n = 73: yag cap: 2.7%, 2 of 73; lvc: 4.1%, 3 of 73; iol exchange: 0.0%, 0 of 73; monofocal in 2nd eye: 1.4%, 1 of 73; # of visits: 1.7 ± 1.1. Significant reduction in secondary interventions and number of visits. Conclusions: compared to the tecnis symfony, tecnis symfony optiblue demonstrated no significant differences in va and mrx (in spite of more p-lvc eyes). Dysphotopsias had up to 45% reduction in complaints and up to 72% reduction in counseling needed. Patients still report dysphotopsias, but they appear less bothered. There was less postop counseling about refractive and pco issues, fewer secondary interventions (yag cap, lvc, iol exchange), and fewer postop visits. It is not clear if the explant occurred in the eye implanted with zxr00 or zxt150. A copy of the presentation is provided with this report. This report is for model zxw150. Separate reports are being submitted to capture additional model numbers zxt150, zxr00v, and zxr00.